Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. The additional evaluation visual inspection revealed that the carried out functional test could not identify any deviation to the specifications. After disassembling, all parts were found in faultless condition. We are not able to comprehend the mentioned problem.

Event description:
It was reported that the part did not lock up during operation. After the compression blader 80mm was inserted into the caput of bone, it did not lock during the operation. It was removed and replaced with the blade 85mm and then the operation was ended without any problem. This is report 1 of 1 for complaint (B)(4).